Event description:
The embrace shoulder system was implanted on (B)(6) 2024 in a revision situation. The prior device was another manufacturer's. The surgeon reports that this multiple revised patient has experienced disassociation of the poly/dislocation, and has experienced this before with the prior (non-link) device also. The surgeon is unsure why this patient is dislocating, but suspects the patient is having some impingement that levers out the poly. Revision surgery is planned, with a custom device.